Event description:
The patient called alleging erratic readings on the lifescan meter. The patient received a 160 and a 110 mg/dl within 10 minutes from one another. The patient retested and received a 150 mg/dl. The patient did not seek medical attention or contact a physician for assistance. Based on the information provided, this case is being reported as a malfunction, since the test strips failed using the control solution.